Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of 126 ohms. Boston scientific technical services (ts) was contacted, and ts discussed options. The device and leads remain in service. No adverse patient effects were reported.